Event description:
It was reported that the surgeon performed l3 through l5 lumbar fusion on unknown date in (B)(6) 2013. The patient became symptomatic at the adjacent level, l2 and l3, and needed revision surgery due to stenosis. There were no issues with the existing hardware. Surgeon removed all the existing universal spinal system dual opening hardware from l3 through l5, performed a decompression, and then reinstrumented the patient with universal spinal system dual opening hardware from l2 through l5. The procedure was successfully completed with no reported harm to the patient. This is report 6 of 15 reports for complaint (B)(4).

Manufacturer narrative:
Implant date: (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.